Event description:
It was reported that the wall adapter was broken and would no longer work to charge the pump. Customer¿s blood glucose value was 139 mg/dl. Replacement adapter was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.